Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and regurgitation (e.g. Leaflet tear). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported event. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to pulmonary stenosis and regurgitation. Per the operative report, a patent foramen ovale was left open during the patient's rv to pa conduit procedure in 2005 (implantation of subject device). During the immediate postop period, and due to the hypolastic right ventricular size, the patient was hypoxemic from tight-to-left shunting across the patient foramen ovale. The patient was then taken back to the operating room for creation of the bidirectional glenn anastomosis and closure of the right atrial septal defect. The patient underwent a balloon dilatation of the rv to pa conduit in (B)(6) 2007. A mr heart performed in (B)(6) 2013 demonstrated moderate to severe conduit regurgitation. An echo cardiogram performed in (B)(6) 2013 demonstrated moderate rv to pa conduit stenosis. Operative findings: the cardiopulmonary bypass time was 93 minutes, with an aortic cross-clamp time of 61 minutes. The previously placed rv to pa conduit had a luminal diameter of 8 mm at the pulmonary valve. The pulmonary valve leaflets were adhered to the graft. The right pulmonary artery measured 12 mm, while the left pulmonary artery measured 16 mm. A 20 mm carpentier-edwards rv to pa conduit was placed. The post bypass echocardiogram demonstrated no residual conduit stenosis or regurgitation, trivial tricuspid regurgitation, and good biventricular function.